Manufacturer narrative:
The customer requested just a replacement therapy pca and som pca with no engineer evaluation.

Event description:
It was reported to philips that the device is not working correctly. The dysfunction found is due to the lack of recognition of the printer and its anomalous restarts. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.